Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced difficulty charging the pump. Subsequently, the battery fully depleted and the pump shut off. After connecting the pump to a power source, the pump would not charge past 5% and subsequently shut off due to insufficient power again. There was no reported impact to the customer's blood glucose level. Reportedly the customer had manual injections as alternate insulin therapy.